Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the vent is alarming extended high p peak pressure. Customer was told to calibrate the inspiratory pressure transducer and the exhalation flow transducer. Customer reported that they attempted to calibrate, at a later date, and was unable to calibrate the transducers. Customer also stated that the sensor a/d counts are locked and won't move with either positive or negative pressure. There was no patient involvement at the time of the incident.